Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental will be submitted. See related MDR #2015691-2020-14387.

Event description:
As reported the patient underwent tavr in the aortic position via the carotid approach for a failed sapien valve implanted for 6 years and 6 months. During the procedure, a cutdown was performed to gain access. Upon full inflation of the 23mm certitude delivery system, the balloon ruptured when it was at full inflation and the physician was not able to withdraw the delivery system fully back into the 21f certitude sheath. A bav was not performed. The device was caught on the distal balloon shoulders (the blue plastic 3 prongs) catching on the end of the certitude sheath. There was no retained volume in the balloon. The system and sheath were pulled out as one unit and the carotid artery cutdown was closed. There was no damage to the sheath. The 23 s3 ultra was successfully implanted within the sapien 26mm valve and the patient is stable.

Manufacturer narrative:
The device was no returned for evaluation, therefore a no product return engineering evaluation was performed. A review of the imagery provided by the site revealed the following: delivery inserted through sheath with a radial balloon burst. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for balloon burst and delivery system withdrawal difficulty through sheath were confirmed based on imagery provided by the site. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis; a review DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system had proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported ¿upon full inflation of the 23mm certitude delivery system, the balloon ruptured and the physician was not able to withdraw the delivery system fully back into the 21f certitude sheath¿. As per case notes, the patient had mild calcification within the existing sapien xt valve. The presence of any level of calcification within the annulus subjects the balloon to a risk of burst. While balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, however calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, it is possible that the interaction between the balloon with an existing valve may compromise the balloon wall during inflation, which likely resulted in the observed burst. Additionally, a balloon burst can result in difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely caught on the tip of the sheath. A definite root cause was unable to be determined. However, available information suggests that patient factors (calcification / pre-existing valve) and procedural factors (retrieval of a burst balloon) contributed to the event. The complaint for balloon burst was confirmed and the available information suggests that patient factors (calcification / pre-existing valve) contributed to the event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for delivery system withdrawal difficulty through sheath was confirmed and the available information suggests that procedural factors (retrieval of a burst balloon) contributed to the event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.